Event description:
It was reported that pump kit, cadd-solis vip failed occlusion test twice during the testing process. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal. The event log was reviewed and revealed no evidence of the reported problem. Upon function testing the reported problem was duplicated. The root cause of the reported problem was a high activating downstream occlusion sensor. The downstream occlusion sensor was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.